Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-12066. It was reported the pt's ipg and leads were explanted due to pt request. Further information is unavailable at this time. Note the pt received two leads from the same lot number.